Manufacturer narrative:
1 x oa-10 of lot # c1690269 was returned to cirl for evaluation open in its original packaging. This file is related to pr312089 (3001845648-2020-00865) which covers the stent that was used during the same procedure with the same patient. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2020. A 0.035 inch wire guide passed through the introducer and the stent was loaded onto the wire guide without any issues. The introducer deployed the stent as intended. Note: second file 312089 (3001845648-2020-00865) confirmed as user error due to incorrect wire guide selection. Documents review including IFU review: prior to distribution all oa-10 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for oa-10 of lot number c1690269 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1690269 the instructions for use, ifu0096 which accompanies this device states the following: "refer to package label for minimum channel size required for this device". "Wire guide diameter and inner lumen of wire-guided device must be compatible". "Do not use this device if stent cannot advance though strictured area". Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Per the additional information received it is known that it was a 0.025¿ wireguide that was used in this instance. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
This is a follow up report. The lab evaluation was completed on (B)(6) 2020, however the investigation is still on going per rep - (B)(6) 2020 - they could not advance the stent (B)(4) with the introducer (B)(4) past the neck (top of accessory channel) of the biopsy channel. They pulled this device and successfully completed the procedure with a new stent and introducer. This file was created to capture the introducer, an additional file is capturing the difficult advancement of the stent. Question 2.1.3 *what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* -metii-25-480 incorrect wire guide was used, 0.035 inch wire guide is recommended as per device label.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - (B)(6) 2020. They could not advance the stent ((B)(4)) with the introducer ((B)(4)) past the neck (top of accessory channel) of the biopsy channel. They pulled this device and successfully completed the procedure with a new stent and introducer. This file was created to capture the introducer, an additional file is capturing the difficult advancement of the stent. Question 2.1.3: what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Metii-25-480. Incorrect wire guide was used, 0.035 inch wire guide is recommended as per device label.